Manufacturer narrative:
The unit was received at the international service center. The technician performed run-in test but the reported allegation was not duplicated. Error code "100e" (blower stalled) was confirmed in the diagnostic event log. Visual inspection was performed on the inside of the unit but there was no abnormality observed. Component/part replacement is pending.

Event description:
The international customer reported that the v60 ventilator became inoperative. The event repeated 3 times. The unit was replaced with second v60. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The v60 vent was evaluated on 02/09/2017 at the manufacturer's international service center. The technician performed a run-in test but the reported complaint was not duplicated. Error code 100e (blower stalled) was registered in diagnostic event log. No parts were replaced. Software version was downgraded to 2.10. Check test was performed then no abnormality was confirmed.